Event description:
It was reported that this patient was admitted to the hospital with phrenic nerve stimulation. Interrogation of this cardiac resynchronization therapy pacemaker (crt-p) device resulted in device being found in safety mode. The next day, the device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.